Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. When advancing the 2.0x12 mm nc trek balloon catheter in the guiding catheter, the proximal shaft separated. There was no resistance felt during advancement of the balloon catheter within the guiding catheter. The final outcome for the patient was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.